Manufacturer narrative:
In regard to this complaint, one complete trocar, one inserter and one infusion line-cannula combination were received for investigation. The infusion line showed some minor traces of use and the star incision in the closure valve of the infusion line-cannula combination appears to be off-centered. While actual damage was not observed, the closure valve does not seem to close properly. Testing confirmed leakage from the closure valve and demonstrated that it exceeded the maximum allowed leakage of 0.4 ml/min at 40 mmhg. Device history record review revealed no deviations. Though there seemed to be no damage to the valve, it is very well possible that the valve was initially stuck to the inserter. Due to such an adhesion, the valve may not close completely and leakage is facilitated. Due to a recent increase of similar complaints, a broader investigation as to the cause of this failure has been initiated. A detailed investigation of the manufacturing process revealed that when the drying time of the applied glue on the cap of the product is too short for the volume of glue dispensed, valves may in some cases become sticky. Therefore, the most plausible root cause of this complaint is considered a sticky valve due to insufficient drying time of glue in relation to the volume of glue applied. In 2022 an increase in complaint rate was observed, which triggered a detailed investigation of the manufacturing process. As a result the dry time will be increased, as this was considered the cause of the increase in complaints observed.per ecf 2022-390, a change was initiated to increase the drying time between glue application and next steps of assembly. The change was implemented with an update of all relevant work instructions. As of 07oct22 all aveta trocars are assembled in accordance with the updated work instructions.the analysis includes all complaints with failure modes ci-closurevalve-leakage, ci-inf-leakage and ci-closurevalve-defect-removal related to comparable trocar systems (distribution figures up to and including march 2023).

Event description:
We have been informed that during procedure, it was noted that fluid leaked from the cannula and perfusate leaked from the connection between the cannula and the infusion tube. No report that actual harm occurred or surgery was prolonged > 30 minutes.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that during procedure, it was noted that fluid leaked from the cannula and perfusate leaked from the connection between the cannula and the infusion tube. No report that actual harm occurred or surgery was prolonged > 30 minutes.